Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt's family was being trained on how to switch from the primary system controller to the backup system controller. When the backup system controller was connected to the pt, the lvad did not start. The pt fainted, and when the pt was switched back to the primary system controller, the lvad restarted with no further issues. A new backup system controller was given to the pt.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.